Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Review of the log confirmed that ¿malfunctioning flexvision pc¿. Fse replaced the flexvision pc and hard disk. After replacement of flexvision pc and hard disk, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and a hard disk. System was then returned to use in good working order.